Manufacturer narrative:
The ureal reagent lot number is 711808 with an expiration date of 31-jan-2024. The crp4 reagent lot number is 714911 with an expiration date of 31-mar-2024. The calibration and qc data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable ureal urea/bun and crpl3 c-reactive protein gen.3 results for 3 patient samples on a cobas 8000 c702 module. On (B)(6) 2023, the initial ureal result from line b for sample 1 was 0.6 mmol/l. The repeat result from line b was 20.0 mmol/l. (B)(6) 2023, the sample was repeated on line a and the result was 19.9 mmol/l. On (B)(6) 2023, sample 2 had an initial crp4 result of 0.01 mg/dl. The repeat result was 0.34 mg/l. On (B)(6) 2023, sample 3 had an initial ureal result of 0.8 mmol/l. The repeat result was 11.5 mmol/l. Clarification on which lines samples 2 and 3 were run on was not provided. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The field service engineer (fse) performed precision testing and carryover checks successfully and observed bacterial growth in the black water tank. The root cause of the event was found to be consistent with contamination.